Manufacturer narrative:
Device is combination product device evaluated by manufacturer: a synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Distal stent struts were lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip.

Event description:
Reportable based on device analysis completed on 22-jan-2019. It was reported that crossing difficulties were encountered. The target lesion was located in mid right coronary artery. A 2.50 x 28 synergy drug-eluting stent was advanced for predilation but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.